Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type; recharger. Product ID: 3387-40, lot# j0546383v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0546383v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4) implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4) implanted: (B)(6)2005, product type: extension. (B)(4).

Event description:
It was reported that there was a communication problem. The manufacturing representative was with the patient on the date of this report and had received a message of ¿implantable neurostimulator (ins) discharged, charge battery now.¿ patient had had extreme weight loss which he thought caused the ins to sink deep into the breast tissue. It was noted that the ins may be flipped. It was noted that the manufacturing representative had spoken to the patient the week prior to the date of this report and felt they were making headway with the recharging issue. Additional information received reported the patient was having issues recharging and troubleshooting was done over the phone on (B)(6)2014. Patient had an appointment with the healthcare professional on (B)(6) 2014 and was fine with waiting to go over the system again at that appointment. The cause of the issue was patient related, as when the manufacturing representative and patient went to charge they had immediately gotten perfect coupling with 8 bars. The patient was putting the recharger head in her bra to hold it in place and her ¿falsie¿ was slipping between recharger head and ins, making coupling difficult. No diagnostics were performed or needed. The device did not flip. No interventions were needed. The patient was recharging well and was receiving therapy. It was noted that when the patient talked to the manufacturing representative on (B)(6)she was able to charge just no efficiently.